Event description:
Presented to ed for assessment abd pain and pain under ribs along with n/v. Diagnosed with acalculous cholecystitis and admitted. Tympanic thermometer read temp as 41.3c so pt administered tylenol and cultures collected. This thermometer was reading all pt temps as >40c. Device removed from svc and sent to clinical engineering for assessment.